Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 5.0 x 60 fox cross; guide wire: radifocus; stent: smartstent. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The device was not returned to abbott vascular for analysis and may have assisted in the investigation. There was no leak reported during preparation of the device suggesting there was no damage or leak present prior to use. The anatomical conditions were moderately tortuous with 75% stenosis. Additionally, the foxcross balloon was used to post dilate a deployed stent which suggest there may have been interaction with the stent and may have subsequently contributed to the reported balloon rupture. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Without the return of the device for analysis, a conclusive cause cannot be determined. However, there are no indications of a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Event description:
It was reported that the lesion was in the iliac, moderately tortuous, eccentric, and 75% stenosed. The foxcross balloon was used for pre-dilatation and post-dilatation. The balloon ruptured at an unspecified atmosphere when inflated for the post-dilatation of a newly deployed stent. There was no report of the balloon remaining in the vessel. There was no additional information provided.